Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. There was no pt involvement as this occurred during prime. Product was charged out. Surgery was successful.

Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. Microscopic inspection found several cracks in the polycarbonate and cracking and crazing in the welds of the unit. Performance testing found the unit to leak. The root cause of the leak was determined to be damage during the shipping and handling process. An investigation by the warehouse could not identify a root cause for the damage; therefore, it most likely occurred during shipping from tovs. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.